Manufacturer narrative:
Device investigation narrative - one 4.0 abrader burr was returned for evaluation. Visual assessment confirmed that the adapter body is cracked at the base of the outer tube. The inner burr showed visible signs of material galling and debridement. Functional inspection was performed and the inner burr did not rotate freely within the outer sheath, friction was felt. All indications point to excessive lateral load applied during use. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. Corrected UDI: lot number was not available so UDI could not be determined. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burr 4.0 abrader 180 lg high vis dspl was shedding small bits of metal into the patient's hip. Debris was removed and a five minute delay occurred as a result. No patient impact was reported.